Event description:
It was reported that this patient with a pacemaker presented to the emergency room (ER). A review of telemetry strips found there is possible right ventricular (rv) loss of capture. Troubleshooting was performed and rv pacing impedances are stable, and there were no episodes other than true atrial tachy response (atr)s. Isometrics was performed and there were no observations of noise. It was noted that the patient was in atrial fibrillation (af). Additionally, there was possible oversensing due to electromagnetic interference (emi). At this time, the pacemaker system remains in service. No adverse patient effects were reported.